Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the reported information, it appears that the burns may be related to capacitive coupling. Electrical current and heating from active instruments to inactive accessories being used is always a possibility (note: current will flow the path of least resistance.). Additionally, this situation is intensified because of the small surgical/surface area in which the procedure is being performed. There is a warning in the generator's user manual addressing this situation. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that there have been several patient incidents during cervical conisations the electrosurgical unit (esu/generator). The settings of the esu were cut, effect 6,180 watts. For each procedure, the esu was used with a speculum, ball forceps, loop electrodes, and conisation loops. The patients had a 1st degree burn/necrosis on the left size of the labia majora of approximately 1 to 2 cm diameter in size. The burns were treated with ointment and monitored. The patients did not require additional hospitalization or surgical intervention. The esu was distributed by our parent company ((B)(4)) to a hospital in (B)(6).